Event description:
The customer reported that the screen was black upon power up. There was no reported patient involvement. The customer returned the device to the manufacturer's repair bench. A bench technician evaluated the device and reviewed the event logs. The customer problem of a black screen was confirmed. The device was scrapped. No other investigation needed. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring.